Event description:
As reported to coloplast though not verified, patient was implanted with restorelle dfa mesh. Later the patient experienced excruciating abdominal pain radiating from groin to right thigh, pelvic hematoma, abscess, pyuria [infection], vaginal bleeding with clots and severe pain, dyspareunia, mesh erosion, sensation of "bladder drop" stress incontinence, persistent gross hematuria, vagina pain and fullness, discharge, defect in right anterior vaginal wall and post op urinary incontinence. A removal of eroded mesh was performed. Later, revision and repair of previous surgery, incidental cystotomy during this procedure and examination were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Other text : device not returned